Event description:
It was originally reported on (B)(6) 2013 that the patient was unable to make adjustments with the antenna attached. It was indicated the patient was to ¿turn up¿ their device per instructions from their doctor. The patient was unable to determine where the internal device was. About a month later it was reported that the patient had a loss of therapeutic effect in april, ¿two to three weeks ago.¿ the patient had retention and the health care provider (hcp) ¿knew therapy was not working due to the patient¿s bladder was full.¿ when the hcp saw the patient ¿two to three weeks ago¿, all impedances were out of range, greater than 4,000 ohms. A revision occurred the day prior to the report and the lead was completely disconnected from the battery. The hcp attempted to re-insert the lead into the battery but was unable to ¿torque down.¿ the battery was replaced. It was noted that there was no out of range impedances at the ¿first surgery¿ and the patient was getting therapy benefit for the ¿first several months.¿ two days later it was reported that the cause of the event was ¿battery malfunction.¿ the lead came disconnected from the battery, which had been previously functioning. At the time of ¿exploration¿, the lead was completely separated from the battery. No hospitalization was required and the patient outcome was noted as no injury.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# va044he, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had seen a question mark on the programmer screen. It was noted that there was no out of range impedances at the ¿first surgery¿ and the patient was getting therapy benefit for the ¿first several months", then "all of a sudden the patient came in because they werent feeling stimulation anymore." Signs and symptoms associated with this event were reported to be loss of benefit from device, as it was "not functional."

Manufacturer narrative:
(B)(4).